Event description:
Caller reported blood glucose results of 301 mg/dl and 88 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Buretrol casing cracked; needleless port in top of buretrol formed a hole after use, exposing contents to air.

Event description:
A hospital in (B)(6) reported via a distributor that a heater wire connector was "broken" on four (4) rt206 adult inspiratory heated breathing circuits. This was observed prior to pt use.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product has not been returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.